Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause of detached acoustic lens, chipped adhesive between acoustic lens and ultrasound probe, and insufficient adhesive in screw holes of distal end were traced to a component failure. The cause of foreign material in the air/water cylinder could not be established. The event of foreign objects in the air/water cylinder is detectable and preventable by handling device in accordance with the following IFU. IFU figure number:ge6003. Revision:19. Chapter:3 preparation and inspection 3.2 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects in the air/water cylinder, detached acoustic lens, chipped adhesive between acoustic lens and ultrasound probe, and insufficient adhesive in screw holes of distal end. There was no patient involvement.